Event description:
The manufacturer received information alleging a ventilator had a damaged screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the display was noted to be damaged and the system printed circuit assembly board, and the central processing unit needed to be replaced. However, no repairs were completed because the device was not needed for inventory and was scrapped.